Event description:
Boston scientific was notified of the following event: at first, though gdc18 2d 12x30 was inserted, it was so small for the aneurysm that it was pulled out. Then, the subject coil was inserted. The 5cm of main coil was remained in renegade, and the delivery wire was pulled in order to rewind. Then, physician found that the main coil had been already detached. Therefore, it was pushed into the aneurysm by using transend ex.